Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not delivering insulin correctly resulting in elevated blood glucose (bg) levels. No occlusion alarms were received at the time of this event. Customer experienced an elevated bg level; bg values were not provided. Multiple cartridge and infusion set site changes were performed and bgs remained elevated. Bg was addressed by reverting to an alternate pump.